Event description:
It was reported the customer went to the emergency room (ER) due to a low blood glucose (bg) level, bg value unknown. Reportedly, customer overcorrected via bolus delivery for a prior bg level. Reportedly, customer hit their head. The customer could not recall treatment that was done at the emergency room. Customer was released same day with issue resolved and no permanent damage. Systems check with tandem technical support confirmed the pump is functioning as intended.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.